Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt¿s distribution node (dn) to rear te pulse wire being broken from the trunk cable, causing the tes and ecgs to not recognize. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.